Event description:
A report was received that the patient underwent a pocket revision due to pocket site discomfort. The pocket was relocated to a higher position, and the patient was reportedly doing well post-operatively.

Manufacturer narrative:
This is the final report.